Manufacturer narrative:
This report is submitted on july 21, 2021.

Event description:
Per the clinic, the patient reported pain at magnet site. The patient developed an inflammation and was subsequently treated with topical antibiotic (date and duration not reported). The implanted device remains.